Event description:
It was reported that while the pt was recuperating in the nursing home in dec '07 the pump ran out of medication. The pt put on oral medications. It was noted that the pump alarmed for 1.5 months. The pump was interrogated after this and it was found that the pump mechanism was no longer working. A pump dye study was performed on (B) (6) 2009 to see if the pump was still working. Per the reporter, the catheter was fine, but the pump would need to be replaced. It was also noted that due to insurance issues the pt was looking for a physician that could replace the pump. The pt reported that "my body tried to reject the pump and it almost killed me." No further details were provided. The type of medication, concentration, and daily dose being administered via the pump were not reported.